Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap hand assisted procedure, the device made a springy sound when they closed and fired and there was a bad staple and cutline. They also had malformed staples. They reloaded the device and the same thing happened. (B)(6).